Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests using low control solution and received a result of 89 mg/dl. The low control range was 32-45 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.